Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient sated when she did the trial it was a great success. The patient stated since the implant it has not been as good. The patient stated she has had a decrease of oral medication - fentanyl and it has been decreased to about a 3rd of what the patient was taking. The patient stated that the goal was to get off pain killers. The patient stated she is in severe pain and is miserable. The patient stated the ins is just not doing what she thought it would do and it is not providing relief. The patient stated she is on group b 5.0v and has to charge twice a day. The patient stated she cannot increase any higher and is still not getting any relief. The patient has tried group a and still not getting any relief. The patient's controller shows that stimulation is on. The patient was redirected to follow up with their healthcare provider (hcp). The patient's medical history includes 7 back operations, fused from t10 to l5, and having rods and pins. No further complications were reported. No additional patient symptoms were reported.